Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized due to low blood glucose levels, with a reading of 45 mg/dl. The customer stated that he has experienced hypoglycemia several times in the past few months. The customer stated that, prior to the event, he had delivered several boluses in a short period of time because he was impatient and wanted his blood glucose to drop right away. Found that the customer delivered 75 units of insulin in a one hour period. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that insulin pump was not exposed to high magnetic fields. Explained how to use the bolus wizard feature as he had not been using it. Nothing further was reported.